Event description:
During a unknown procedure, after setting up device, no faults on machine when testing. The device when used, would not work and machine started alarming. Another device was used and there was no patient consequence.